Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the complaint regarding, the tips spark was not confirmed by failure analysis. The instrument the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was contacted to the erbe generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cables on an in-house system, and passed energy delivery test. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results as failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument exhibited sparking. The procedure was completing as planned with no reported patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated no other information was provided regarding the surgical task was being performed. The other instrument involved in the arcing event was a maryland bipolar forceps. They used a third party generator (vio 3) during the procedure. No additional information was provided.